Event description:
Procedure: adrenalectomy. According to the reporter: after inserting the pouch was found to be partially separated along the perforated line. The procedure was completed with another bag. No patient tissue damage occurred and nothing fell into the patient cavity. No further report of injury or impact to surgery was made.